Manufacturer narrative:
Unit received with critical pump error due moisture damage on the pcb1 board and pcb2 board. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self-test due to critical pump error. Unit successfully downloaded to thump. The formatted history file confirmed the critical pump error (open book image) was triggered by a pump error 53 alarm (line number 65535 file number 655535), problem isolated to the pcb1 board and pcb2 board as per global logic analysis. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Battery cycle 11.0 received the lowbatteryalert (104) on 07/28/2025 08:21:00 after more than 7 days at 8.35 days. Battery cycle 10.0 received the lowbatteryalert (104) on 07/19/2025 14:20:00 faster than expected at 6.72 days. Battery cycle 4.0 received the lowbatteryalert (104) on 07/12/2025 11:16:00 after more than 7 days at 9.56 days. No pump error 24 noted in pump downloaded history. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay and cracked keypad overlay. The sc1 cap /reservoir does lock properly. Confirmed critical pump error (open book image) confirmed during analysis and triggered by pump error 53 in the pump history download, problem isolated to the pcb1 board and pcb2 board due to moisture damage. Pump error 24 not confirmed. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Confirmed moisture damage to motor assembly, pcb1 board and pcb 2 board. For additional information regarding the tests performed refer to (B)(4)¿ appendix e.medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a critical pump error 24 (this alarm is generated when a power failure is detected) with their insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed, and the pump perform safety checks and an error was found. No harm requiring medical intervention was reported. Mmt-1885 was requested, and customer response was the device will be returned.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.